Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when firing the first staple at the greater curvature, the few first pins popped out of the reload and the device was not able to continue firing. This resulted to incomplete staple line distally. The same event occurred twice. The surgeon used another reload to fix the staple line and the case was completed. There was no patient injury.